Manufacturer narrative:
Customer reported that their asi light is blank and the AED will not speak. The AED maintenance schedule was reported as monthly and the activities were scanning for dates and checking the asi light. Troubleshooting of the device with the customer identified a lack of maintenance with the device that contributed to the depleted battery pack. It was noted that the 9v battery needed to be replaced and the AED can stay in service.

Event description:
Customer reported that their asi light is blank and the AED will not speak. The AED maintenance activities was reported as monthly by scanning for dates and checking the asi light. They did not report that this event occurred during patient use.